Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the patient complained of pain and the pocket appeared to be snug around the device. It was also reported that there was premature battery depletion due to high left ventricular (lv) lead thresholds. The device was removed and replaced. The lv lead remains in use. It was also noted that the patient was participating in the sls clinical study. No further patient complications have been reported as a result of this event.